Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy, they used instrument and the reload. The surgeon started firing the device, however the firing stopped at the last 1cm of the line. They replaced by new reload, and connected it to the same instrument ,however they could not fire the device at all. Then they replaced by new instrument and another new reload, and the device worked fine. The surgical time was extended by less than 30 min. There was no patient injury.